Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for a distal radius fracture on (B)(6) 2017, the unknown screwdriver would not connect to the variable angle (va) locking screw. Surgery was delayed approximately 2 minutes but was completed with no adverse consequence to the patient. This is report 1 of 1 for (B)(4).